Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after having a cardiac arrest at home and receiving an external shock. T-wave oversensing and isolated ventricular undersensing were noted on the remote monitoring transmission. The patient died later that same day with cause of death indicated to be cardiogenic arrest and cardiogenic shock.